Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted right ventricular automatic threshold detected as > programmed amplitude or suspended (rvat) due to noise and fusion events. The pacing output is fixed at 2.5v (volts). The last successful rvat result was at 2.1v. The right ventricular (rv) lead capture cannot be confirmed with remote transmission so therefore it was recommended to have an in-clinic assessment performed with a programmer. At this time, the ICD remains in service. No adverse patient effects were reported.